Event description:
It was reported that during preparation of a percutaneous coronary intervention procedure, stent damage occurred. As the stent protector and mandrel were being removed from a promus element, mr 3.50x24mm stent, the stent stretched from the middle of the stent to the distal end of the stent. No added excess force was applied by the physician during the stent protector removal. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation of a percutaneous coronary intervention procedure, stent damage occurred. As the stent protector and mandrel were being removed from a promus element, mr 3.50 x 24 mm stent, the stent stretched from the middle of the stent to the distal end of the stent. No added excess force was applied by the physician during the stent protector removal. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. The struts on the distal end of the stent were stretched out towards the tip of the device. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The hypotube was kinked 390mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).